Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you explain was this laserjet or latarjet (shoulder) procedure? Left open laterjet - total shoulder arthroscopy. What was the original procedure date? (B)(6) 2019. Date and details of medical/ surgical treatment. Please verify date of birth reported as (B)(6)? Correct, (B)(6) year old teenager. Can you verify the event date of (B)(6) 2019? (B)(6) 2019. What post op date (# of days) did the patient experience wound dehiscence? (B)(6) 2020. The patient demographic info: gender, weight at the time of index procedure? Male, bmi 25, unknown weight at time of procedure. What tissue layer was each suture type used on? Dermal and subdermal. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal tissue. What date did the patient present with dehiscence (# post op days)? (B)(6) 2020. How was the dehiscence managed? Doctor cleaned infection, incision and drainage procedure. What was the appearance of the stratafix spiral mon suture during the second procedure? Unknown. Did the tissue pull away from the stratafix spiral intact suture? Unknown. Was the stratafix spiral suture intact or broken? If broken, where (proximal, distal, end, middle)? Unknown. Can you identify the lot number reported in this event? Not at this time. Was any additional treatment rendered? No. What is the surgeon opinion of the contributing factors for the patient wound dehiscence? Suture breakdown. What is the current condition of the patient? Patient is satisfactory. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there pictures available that could be forwarded for review? Can you explain what is meant by "suture breakdown"? Was the suture found broken? If so, where (proximal, distal, end, middle)?

Event description:
It was reported that the patient underwent left tsa on (B)(6) 2019 and barbed suture was used. The suture was used on subdermal and dermal layers. The surgeon reported that irrisept and saline was used to irrigate the wound prior to closure. Topical skin adhesive was applied but there was no skin issue reported. Around 5-7 weeks post-op, the patient had suture to breakdown and cause incision to open. The patient experienced infection. The patient underwent a second procedure on (B)(6) 2020 due to superficial dehiscence, and underwent washout of the wound and reapproximation. There was no information provided regarding the appearance of the suture during the reoperation. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: are there pictures available that could be forwarded for review? There are no photos of this patient event available for review the following information was requested, but unavailable: can you explain what is meant by "suture breakdown"? Was the suture found broken? If so, where (proximal, distal, end, middle)?